Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving the error 2, error 3, error 4 and error 5 error messages. The (B)(6) medical surveillance (B)(6) was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 1:00 pm, the patient obtained multiple error messages, error 2, error 3, error 4 and error 5 on the reported meter; she did not obtain a blood glucose reading. Fifteen minutes afterwards, the patient experienced the symptoms of dizziness, not feeling well, and she felt "low". The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient's testing technique was correct and the test strips were correct. The patient refused to complete the troubleshooting process, therefore, no information was provided about the condition or storage of the test strips. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issues occurred, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.